Event description:
Pt was not breathing when ambulance arrived. They took a l670-040 bag mask resuscitator and put it on the pt and squeezed the bag. Bag would not re-inflate. They went and got another bag and used it on the pt, but could not revive the pt. Bag in question was disposed of at the incident due to contamination.

Manufacturer narrative:
Bag mask resuscitator involved was not returned for evaluation. Checked operation of current inventory and could not duplicate problem.